Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. (B)(6). The initial reporter email address is not available / reported. [Conclusion]: the healthcare professional reported that during the stent-assisted embolization of an intracranial aneurysm, it was reported that the 4mm x 23mm enterprise 2 vascular reconstruction device (vrd) (encr402312 / 6358005) was impeded in the y-connector when then introducer is connected to the y-connector. The physician withdrew the stent from the patient and observed that the stent was damaged. The physician switched to a new device to complete the procedure. There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. (B)(4) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6358005. The history record indicates this product was final inspection tested at (B)(4) medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted embolization of an intracranial aneurysm, it was reported that the 4mm x 23mm enterprise 2 vascular reconstruction device (vrd) (encr402312 / 6358005) was impeded in the y-connector when then introducer is connected to the y-connector. The physician withdrew the stent from the patient and observed that the stent was damaged. The physician switched to a new device to complete the procedure. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to make a correction to the initial medwatch report to include a review of the photo of the complaint device. The photo review was omitted from the initial report in error. [Photo analysis]: based on the photo provided in the complaint, it can be determined that the stent component of the 4mm x 23mm enterprise 2 vascular reconstruction device is in a bent condition. It could be noted that the stent is partially inside the introducer. No damage can be observed on the delivery wire. The reported issue documented in the complaint that the delivery wire was impeded in the introducer was confirmed since the stent component is observed bent and partially outside the introducer. The bent condition of the stent may have been a contributing factor to the reported issue. There was no damage noted on the delivery that could have contribute to the reported issue in the complaint. The reported issue that the stent is damaged is confirmed based on the photo of the complaint device; the stent component in the photo is bent. The exact cause of the bent noted in the stent component cannot be conclusively determined. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6358005. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Updated sections: g.3, g.6, h.2, h.10, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The photo review was omitted from the initial report in error. [Photo analysis]: based on the photo provided in the complaint, it can be determined that the stent component of the 4mm x 23mm enterprise 2 vascular reconstruction device is in a bent condition. It could be noted that the stent is partially inside the introducer. No damage can be observed on the delivery wire. The reported issue documented in the complaint that the delivery wire was impeded in the introducer was confirmed since the stent component is observed bent and partially outside the introducer. The bent condition of the stent may have been a contributing factor to the reported issue. There was no damage noted on the delivery that could have contribute to the reported issue in the complaint. The reported issue that the stent is damaged is confirmed based on the photo of the complaint device; the stent component in the photo is bent. The exact cause of the bent noted in the stent component cannot be conclusively determined. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6358005. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 09 september 2021. [Additional information]: the healthcare professional reported that during the stent-assisted embolization of an intracranial aneurysm, it was reported that the 4mm x 23mm enterprise 2 vascular reconstruction device (vrd) (encr402312 / 6358005) was impeded in the y-connector when then introducer is connected to the y-connector. The physician withdrew the stent from the patient and observed that the stent was damaged. The physician switched to a new device to complete the procedure. There was no report of any patient adverse event or complication. On 09 september 2021, additional information was received. The information indicated that the target aneurysm was on the middle cerebral artery (mca). Nothing unsual was noted about the system prior to use. The stent was used with the prowler select plus microcatheter. Adequate and continuous flush was maintained in the microcatheter. The device was prepped in accordance with the IFU. Another 4mm x 23mm enterprise 2 vascular reconstruction device was used to complete the procedure using the same y-connector. There was no significant delay in the procedure as a result of the reported issue. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.